Event description:
It was reported that the device had an unexplained por. The device was scrapped. No patient involvement.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis found a no telemetry c condition. The device went through functional testing prior to investigation of the no telemetry c. Functional testing cleared the anomaly. Analysis also found no evidence of power on reset.